Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon. During procedure, the balloon ruptured at a nominal pressure of 6atm upon first dilatation for 5 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon. During procedure, the balloon ruptured at a nominal pressure of 6atm upon first dilatation for 5 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is stable.